Event description:
Philips received a complaint on the heartstart mrx device indicating that the device had a discharge issue.

Manufacturer narrative:
The device has not been made available to philips. Visual and functional testing could not be performed. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be determined. The reported problem was not confirmed. The customer has declined any additional service. It has been concluded that no further action is required at this time.